Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2014, the index procedure was performed. The 90% stenosed, 2.25mm in diameter and 20mm long, de novo, diffused target lesion was located in the mildly calcified 1st diagonal artery. The lesion was treated with pre-dilation and placement of a 2.25mmx20mm promus premier drug eluting stent at 12 atmospheres, resulting in 0% residual stenosis and the procedure was then completed. Five days after, the patient was discharged from the hospital. In (b)(5) 2015, coronary stenosis was confirmed and percutaneous coronary intervention(pci) was performed and the symptom was subsided.